Manufacturer narrative:
The complainant in (B)(6) did not return the impella product for analysis. Without hemolysis testing on the benchtop and investigation of the pump, no root cause can be determined for either the hemolysis or access site bleeding. The failure mode will be monitored and trended.

Event description:
A pediatric patient ((B)(6) yo) in (B)(6) was running a marathon and suffered from ventricular fibrillation. Upon admission to the medical center she was diagnosed with cardiomyopathy and placed on ECMO and an impella 2.5 pump for hemodynamic support. While on support the impella access site was found to be bleeding. The bleeding prompted the team to infuse multiple units of red blood cells, fresh frozen plasma, and platelets. After 4 days of support on the impella 2.5 the team decided to escalate her care to the impella 5.0. The patient also had exhibited signs of hemolysis while on the 2.5 pump support. The blood products infused for the access site bleed also benefited the hemolysis.